Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she has felt sick ever since and fell on (B)(6) 2019. Patient said couple days after the fall she had return of bladder symptoms probably a couple days later on (B)(6) 2019. Patient was redirected to their health care professional to have their device checked. No further complications noted or anticipated.